Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 6 months. The event occurred at (B)(6). The pump was not explanted and therefore was not returned for evaluation. A correlation between the device and the patient¿s outcome could not be determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2016 due to a hemorrhagic cerebrovascular accident. No additional information was provided.